Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer had travelled over the weekend and after getting out of the car the alarm went off. During follow up with tandem technical support, the customer stated that the alarm had cleared after an hour. The customer's blood glucose level was not impacted.